Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was connected to the pump during the fill tubing process. Tandem technical support (cts) advised the customer that insulin may have been introduced to her body unintentionally; customer acknowledged. The customer's blood glucose (bg) level was 104 mg/dl. Cts advised the customer to monitor bg levels and make correction boluses as necessary; customer acknowledged.